Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# : (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative via a call to patient services (pss) regarding a patient who was receiving morphine with a concentration and dose of 2500 mcg/ml at 349.7 mcg/day and bupivacaine with a concentration and dose of 5000 mcg/ml at 699.4 mcg/day via an implantable drug delivery pump for non-malignant pain. It was reported that after the patient went to their healthcare provider (hcp) for a refill, they came home and used their personal therapy manager (ptm). After they gave themselves a bolus, the area on their back where the catheter is swelled up to the size of their thumb. The patient stopped using the bolus and the swelling went away. Pss asked if the patient had experienced any traumas or falls. They stated that after the initial implant the patient woke up from the surgery feeling very sick. They were violently vomiting for 72 hours straight until the hcp performed a blood patch due to some leakage that they were having. There were no further complications or symptoms reported.